Manufacturer narrative:
Patient weight is unknown a product investigation was completed: the screw head of a broken cortex screw ø3.5 self-tap l28 ti with part number 404.828 was received for investigation. The screw head is blocked on an intact extraction screw with part number 309.520. The broken off screw shaft was not returned for investigation. The extraction screw is blocked in the recess of the screw head. The head portion and the remaining threaded screw shaft are completely worn and damaged. The complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The fracture surface is homogenous what indicates material conformity. The review of the device history record shows that the part was manufactured in november 2012 and there were no issues during the manufacture of the product that would contribute to the complaint condition. No product fault could be detected. The device history record review shows that the device met fully to our specifications at the time of manufacturing. The condition of the returned cortex screw ø3.5 is consistent with damage caused by having been subjected to excessive force. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the surgeon was inserting the screw into patient's tibia shaft, it became stuck and could not advance anymore. The surgeon tried to unscrew it using a screwdriver and the screw recess become blunt. After that, he used an extraction screw in order to remove it. During the removal, the screw broke and half of the broken screw still remains in the patient and the other half was removed. It was reported that the patient is stable concomitant reported part: 1x screwdriver (part and lot number unknown) this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device broke during insertion; device not considered implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: november 23, 2012. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was prolonged for around fifteen (15) minutes; the procedure was completed successfully. Concomitant parts: extraction screw (part 309.520, lot 8300852, quantity 1).